Event description:
It was reported that this single coil defibrillation lead exhibited gradually increasing shock impedance measurements reaching out of range. No noise was seen for this lead. Technical services (ts) discussed possible causes and further troubleshooting steps. Additional information was received that commanded shocks were delivered to test the lead integrity. Stable measurements were achieved at 113 ohms. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this single coil defibrillation lead exhibited gradually increasing shock impedance measurements reaching out of range. No noise was seen for this lead. Technical services (ts) discussed possible causes and further troubleshooting steps. Additional information was received that commanded shocks were delivered to test the lead integrity. Stable measurements were achieved at 113 ohms. This lead was then surgically abandoned and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.